Event description:
Target was informed that after deploying a gdc coil into an aneurysm the coil did not detach after 3 minutes. The physician tried to retrieve the coil but it cut & flapped in the pt's artery. There was no consequence to the pt's health from this event.